Event description:
Patient reported she saw a leak of insulin under the cartridge last week. Patient is not sure where the leak came from but thinks it was the cartridge. Patient was able to see the leak and could smell insulin. Cartridge and infusion set have been discarded. No adverse event reported. Pump and adapter were requested to be returned for evaluation.

Manufacturer narrative:
(B)(4). Device was discarded.